Event description:
The customer contact reported unrestricted flow. The primary tubing set was being used to deliver in unspecified solution. After an unspecified length of time in use, the secondary tubing set was connected to the primary tubing set for piggyback delivery of an unspecified concentration of potassium, at a rate of 50ml/hr via a symbiq pump. The customer contact reported that at the start of the potassium delivery, the nurse noted the delivery of the solution was at a rate faster than expected. It was reported that the nurse stopped the pump. It was reported that after the primary tubing set was removed from the pump, the nurse noted unrestricted flow. The nurse loaded this primary tubing set into a second symbiq pump, and reported that unrestricted flow was again noted after the tubing set was removed from the second pump. The primary tubing set was replaced and therapy was resumed. During testing in the biomedical department using a third pump, unrestricted flow was noted. The biomedical engineer reported that during visual inspection of the cassette, it was reported that the flow stop looked to be in the closed position when the unrestricted flow was noted. There were no reported adverse patient effects and no delay in therapy critical for this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).